Event description:
It was reported that, "dr. (B)(6) has sent a communication to the team that he has four potentials cases of rejuvenate that have metal sensitivity from the modular neck and stem."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) was requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. This is the same patient/event as MFR # 9616680-2012-00268.